Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarms noted and no moisture damage noted on electronic assembly and motor assembly. The device had a cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated he outside in the rain and also mentioned that he might have been sitting up against the device. Blood glucose value was 78 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.